Event description:
It was reported by the customer that the intraocular lens (iol) was implanted when the doctor noticed that the haptic was crimped or bent. The lens was removed as a result with incision enlargement. Sutures were used to close the incision. There were no patient complications.

Manufacturer narrative:
(B)(4). Incision enlargement. (B)(4) intraocular lens. The lens was received for evaluation and found to have the haptics distorted. There was also evidence of viscoelastic (ophthalmic viscosurgical device) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.